Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the therapy didn¿t work and the device quit and didn¿t work no more; the battery was checked but it wasn¿t it. It was noted that for the device to work, the patient had to put it on 3.8 or 4.0, but it finally quit and the patient guessed it burned up. The patient now had a lot of pain from where the cut on the patient was on their hips in their back. It was noted that the patient had two of them, and the patient was still wetting themselves. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that their ¿device was already explanted because it¿s defective.¿ no further patient complications are anticipated or expected as a result of this event.